Event description:
In 06, nellcor purtian bennett received a report of a pilot balloon leak. The caller reported that the pilot balloon leak developed a leak while in use on a pt. This report is associated to the third occurrence on rp200605-0062 / MFR# 2936999-2006-00544